Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was in clinical use for a diagnostic procedure. The procedure was completed after the system was restarted. A philips remote service engineer (rse) inspected the system remotely and found that all other system movements were not possible because the system was permanently offline. The rse suspected that the user interface control module on the table was defective. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system logs identified user interface device errors, specifically runtime errors in the frontal angulation and rotation joystick of the geo-imaging control module on the table. It was noted that this issue persisted after a cold system restart. The fse replaced and activated the default user interface module. After this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the patient was lying down, and the c-arm could not be moved. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.